Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d9, h3, h6. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue inside the air water supply channel. A root cause could not be identified. Based on the results of the investigation, since the reported failure was not confirmed, the most probable cause is that no problem was detected. For the other findings during the investigation, the most probable root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device displayed no video during setup and inspection prior to patient use (during room setup/before the patient was present). The event did not result in any serious injury or adverse patient effects, and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.